Event description:
A technician reported that during an intraocular lens (iol) procedure, the iol would not fit in the pt's eye. This lens was removed and replaced with a back up lens with no pt harm. Additional info was received from the surgeon, who reported that a posterior capsular tear formed when the lens was inserted. As the iol came out of the cartridge the haptic rotated and punctured the posterior capsule. The lens was removed and was removed and replaced with a different lens model in the ciliary sulcus.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis optic damage was observed. Lens is dimensionally acceptable using an approved template. Solution was observed n the returned product. Results from the product history record review indicated the product met release criteria. The account indicated an approved cartridge was used; however, with an unapproved handpiece with an unapproved viscoelastic. Not enough info was provided to conduct a review on the cartridge lot. There have been no complaints reported in the lot number. Attempts have been made to obtain additional info by fax and phone. A completed questionnaire was received on (B)(6) 2015. Additional info has been requested. (B)(4).